Event description:
A review of service data has detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the heat shrink tubing had come off of the pulse wire in the distribution node pca. The cause for the test failures was the short in the distribution node. The cause for the short was the defective heat shrink on the pulse wire. The root cause for the defective heat shrink cannot be positively identified. No adverse event resulted from the damaged wire.